Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that eclipse needles shields falling off during blood collection.

Event description:
It was reported when using the bd vacutainer eclipse blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that eclipse needles shields falling off during blood collection.

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.